Event description:
The customer reported receiving a motor error on his insulin pump while attempting a bolus delivery. The customer's blood glucose was 138 mg/dl. He stated that the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.